Event description:
It was reported that the patient with pacemaker system was getting programmed for an MRI. During programming it was noted that the right ventricular (rv) lead pacing impedance was high out of range greater than 2000 ohms. At implant three months ago, it was noted that the impedance value was 1100 ohms. The threshold values were good, and the patient had been 78% paced. Technical services noted that impedances were one of the MRI conditional criteria, so needs to be a physician decision to proceed with MRI. The system remains in-service. No adverse patient effects were reported.